Manufacturer narrative:
The reported event of no bluetooth low energy (ble) telemetry could not be confirmed. The device was received in normal condition with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. A device history review was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for routine implant of the implantable cardiac monitor. Prior to the procedure the device was connected to programmer and then handed off to sterile field. Once on the field, the device disconnected from the programmer. Multiple unsuccessful attempts to reconnect were made with a magnet and new bluetooth dongle. However, when the programmer began to interrogate an error message appeared. A replacement device was used for implant. The were no patient consequences.